Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine (26 mg/ml) and unknown drug via an implanted pump. It was reported the patient's pump was not working and was programmed off. It was noted the pump would have been end of service in 2015 but was turned off prior to that. Additional information was received from the healthcare provider (hcp) on (B)(6) 2020. It was reported that the pump had reached end of life. The pump was consulted on (B)(6) 2020. The hcp also clarified the report that the pump was not working, confirming that the pump had reached end of life and the patient had not been using the pump for several years. The pump was shut off to stop the alarm. The patient's weight at the time of the event was also provided. No further complications were reported. Additional information was received from a consumer on (B)(6) 2023 and it was reported that 'off and on starting 2009-2010,' their pump would 'stall out when she would refill it and I wouldn't get the meds. It would low reservoir alarm even though it was full. It started and stopped, and they tried resetting it in clinic 3 times.' It was also noted there was worry of catheter issues, but the implant system was found to be 'fine' on x-ray and MRI, so 'they turned it off and back on.' The patient had withdrawal around these time periods and had taken oral medication for 'years,' and their pump was turned off 'sometime in 2011-2012'. It was noted the patient re-injured their back since pump implant surgery and was using 'morphine for their laminectomy.' Physician listings were requested.

Event description:
Additional information was received from a consumer indicated in 2008 the pump malfunctioned. The patient stated 2010 during call, however patient services did not see this date in service now. This was not clarified. It was further reported the doctor¿s office turned off the pump and wanted to see about getting the pump removed as he could not use it. It was noted the patient re-injured back after christmas and again on new year¿s day. It was reported because of his herniated discs where they did spinal laminectomy, the catheter along spinal cord and hips, were herniate and are reasons why the patient had pain. The patient¿s indication for use was failed back surgery syndrome and non-malignant pain. The patient needed to wait for epidurals to see if this would help with the pain or possibly get a stimulator. It was noted the pump was pressing against causing irritation and the way the pump sits causes irritation and had been doing this for years. It was also reported his pump had been recalled because of the motor and malfunctioned right after implant date. The patient had issues and it was not working right and went to the healthcare provider (hcp) and went through withdrawals because they stopped the pump. The withdrawal occurred in 2010. It was reported, ¿reservoir was inside and failed up with the morphine and stayed in system and went through withdrawal for 4 days and was in hospital for 2 days¿. It was noted the doctor was the one who shut off the pump because of a recall. The patient¿s hcp verified pump was part of recall a year later and because of this pump, he went through withdrawals. It was noted the patient got a new battery in 2011; however, this was not confirmed in device registration. The patient wanted this pump removed and to find someone to do so as the pump was defective and he went through withdrawals because of defective pump. The patient also reported he would like the catheter taken out too because that went bad. It was noted ¿something with exposure with catheter in¿ what he was reading online. Patient services tried to clarify recall on catheter which was proper safety alert on safety of catheter to pump which again was (B)(6) 2008. The patient was redirected to their hcp.

Manufacturer narrative:
Continuation of d10: product product ID 8711 lot# j10950r46 implanted: (B)(6) 2022 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8711 serial/lot #: (B)(6), ubd: 2003-10-29, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.